Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced deflation (unknown side) postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor siltex round moderate profile prostheses (catalog #: 3542680, left lot #: 260596, left serial #: (B)(4), right lot #: 262606, right serial #: (B)(4)) on (B)(6) 2004. The device was discarded inadvertently and is not available for product evaluation. The implantation was estimated as (B)(6) 1996 based on available information.